Manufacturer narrative:
The insulin pump was received with currents in specifications. Device had no blank display on lcd board. Intermittent button response due to moisture damage on keypad trace. Ratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not able to resolve the issue. Customer also reported a crack in the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.